Event description:
It was reported that this right ventricular (rv) lead exhibited a reduced pacing rate. The patient presented to the hospital as they felt a twitch in the device pocket. An echocardiogram was performed and the patient was confirmed to have a pericardial effusion. This patient was then admitted to the hospital. This lead remains in service. No additional adverse patient effects were reported.